Event description:
Procedure: cholecystectomy. According to the reporter: the black sleeve splintered and instrument would not straightened. The shavings fell into the pt cavity and was removed. There was no tissue damage reported.